Event description:
Report indicated that pt experienced an irrigation around the lower left area of the peristomal region. Initially, the irritation and redness was localized to the small area under the product adhesive border but the rash grew to encompass the entire tape collar area. Prior to this complaint, she used the product for six months without incident. Product samples were sent to the pt for use. She was also recommended to perform a patch test and if symptoms continue, she will contact her physician regarding further treatment. Pt outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized 05/2011. The data presented is from three different product applications. The report states that there are no significant trends.